Event description:
It was reported with general dissatisfaction of the product. It was reported that there was no patient impact. Additional information received stated that the internal tube of the bearing got detached.

Manufacturer narrative:
H3: product analysis: evaluation determined that the bearings were detached. The likely cause of the failure is corrosion of the input and output shafts. It was also noted that the input and output shafts have pitting due to corrosion and the laser markings got faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.